Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, the device was returned to the customer for use. The cause of the reported problem was unable to be determined.